Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that intermittent malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.